Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, the laser probe would not insert into the patient's eye as resistance was felt in the middle of the trocar. An alternate probe was used to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25 gauge trocar cannula it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on january 29, 2018. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).